Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed lesion being treated was located in the mildly calcified, mildly tortuous saphenous vein graft. The lesion was predilated with a 2x15mm non-bsc balloon catheter. Then, the physician advanced the 4.0x38mm ion stent delivery system to the target lesion, however it was unable to cross. Upon removal of the device from the non-bsc guide catheter resistance was noted. It was also noticed that the stent struts were lifted and the stent was bent. The procedure was completed by implanting two promus stents in the target lesion. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed lesion being treated was located in the mildly calcified, mildly tortuous saphenous vein graft. The lesion was predilated with a 2x15mm non-bsc balloon catheter. Then, the physician advanced the 4.0x38mm ion stent delivery system to the target lesion, however it was unable to cross. Upon removal of the device from the non-bsc guide catheter resistance was noted. It was also noticed that the stent struts were lifted and the stent was bent. The procedure was completed by implanting two promus stents in the target lesion. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with a blood like substance in the wire lumen of the sds. The balloon was tightly folded and the stent was centered between the markerbands. There were several flared and stretched struts struts in the fifth through eighth proximal rows of stent struts. The distal tip of the sds was damaged. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).